Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions (B)(4) has been referenced in section (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the case the tr band was placed. In the recovery unit, when the nurse went to remove air from the tr band the band appeared to have leaked air and there was no air/very little air to remove. There did not seem to be any hematoma where the band was placed. The patient was in stable condition. The procedure outcome was a success. Additional information was received on (B)(6) 2021. The procedure performed prior to the use of the tr band was a left heart catheterization. It appeared hemostasis was achieved with the tr band as there was no hematoma, etc. There did not appear to be any physical damage with the tr band.